Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Customer attempted to change the cartridge and subsequently received a cartridge change error. Customer¿s blood glucose level was 271 mg/dl. Customer reverted to an alternate pump for insulin therapy.